Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31575316l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during atrial tachycardia ablation procedure with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion treated with pericardiocentesis. Before the patient left the room, during ultrasound confirmation of hemostasis, pericardial effusion/cardiac tamponade was observed. Before the patient left the room, drainage was performed. A small amount of pericardial fluid was drained, and the patient left the room. The physician's judgment on health hazard was non-serious (moderate/minor). No extended hospitalization was noted. The physician's opinions on the relationship between the event and the product was that it was not related to the ep product. No abnormalities observed prior/during use of the product. Additional information received on 27-jul-2025 indicated that the outcome of the adverse event was improved. The energy source used when the adverse event occurred was radio frequency (rf), and the delivered energy was rf. Prior to noting the pericardial effusion / cardiac tamponade, ablation was performed. The patient did not require cardiac surgery. No error messages observed on biosense webster equipment during the procedure. One catheter was used. Event occurred after completion of the procedure. Additional information was received on 08-aug-2025. The physician's opinion on the cause of the adverse event was the procedure - it occurred during rv catheter placement, however, the event was reported to have occurred "after completion of the procedure". The patient fully recovered. The patient has been discharged from the hospital. Eighty-two (82) ablations were performed within the pulmonary veins. No evidence of steam pop. Settings for power and time include 40w / around 30 sec. Transseptal puncture was performed. One transseptal puncture site was performed during the procedure. Flow setting was set to pre: 5sec. Post: 5sec. No issue with the flow rate change at the start of the ablation. The correct catheter settings were selected on the generator.